Event description:
Provider states the chair will tilt back but will not come back to the forward position. Provider states no property damage or injury alleged. No further information provided. Recall (B)(4).